Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. There was no reported complaint with an allegation. The product was returned and inspected. Failures were identified. The following failures were identified: failure a - none failure b 1. Leak check required leak from eto valve. 2. Scope conn. Required plug unit not working===(ad) fluid - wet==dry after aeration. A labeling review was not required. A service history review was not required. A risk review, historical review and CAPA review were not performed for a25 - no apparent adverse even, since there is no allegation. All other codes are pti. The complaint reported no allegation. The most probable cause of the complaint is d02 - cause traced to component failure which is the expected or random component failure without any design or manufacturing issue due to c0601 - degradation problem identified which is problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. No further escalation is required.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician observed that there was no image. There was no patient involvement.